Event description:
The customer reports the tip of the ptd disconnected/separated during the case and the patient had to go to surgery. The tip of the device was successfully removed.

Manufacturer narrative:
(B)(4). The customer returned the product lidstock and a 5fr ptd catheter for evaluation. The ptd tip was not returned with by the customer. The device showed signs-of-use in the form of biological material inside the sheath tubing. Visual examination revealed that the tip had separated from the ptd basket wire. None of the tip remains on the basket. No other defects or anomalies were observed. A device history record review was performed on the ptd device and no relevant manufacturing issues were identified. The IFU provided with the kit warns the user, "the ptd device is not for use in stents." It also informs, "if the flexible tip "folds over" itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow tip to unfold in open cavity of the hub. At this point, the device can be fed through the sheath into the graft." Additionally, the IFU cautions, "potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e. Radius of loop graft or vessel, radii < 3 cm)." The reported complaint of the distal basket tip separated from the basket was confirmed through visual inspection of the returned sample. None of the tip remained attached to the distal connector. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 13f18j0595.

Event description:
The customer reports the tip of the ptd disconnected/separated during the case and the patient had to go to surgery. The tip of the device was successfully removed.